Event description:
It was reported that the ventilator shut down on a patient with no alarm. No patient harm reported. The patient stated the ventilator was down for approx 1 minute and restarted itself with no reset messages on the display. The patient continued to use the ventilator until the ventilator dealer came with a replacement/back up ventilator.